Manufacturer narrative:
D1: corrected. H6: corrected component and investigation clinical codes. H10: corrected.

Manufacturer narrative:
Concomitant device(s): 320-10-05 - equinoxe reverse tray adapter plate tray +5: (B)(6). 320-32-40 - expanded glenosphere, 40mm, for small reverse: (B)(6). 320-40-00 - 145-deg pe 40mm hum liner +0: (B)(6). 320-15-05 - eq rev locking screw: a016856. 320-20-00 - eq reverse torque defining screw kit: a015102.

Event description:
Approximately 3 month(s) and 15 day(s) post-operative of a revised right tsa, it was reported via clinical study that the patient experienced a dislocation. Subject reported an instability feeling and x-rays confirmed an anteriorly dislocation reverse prothesis. The patient underwent a standard reverse revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and/or to the procedure.